Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had 1.25 diopters of residual cylinder. Additional info was received from the surgeon, who reported that the toric calculator online was "a little inaccurate," as it suggested a lens that did not correct all of the pt's astigmatism. The surgeon added that the pt will need lri (limbal relaxing incisions) to correct the postoperative astigmatism.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation and determine a root cause. Additional info was requested by mail and fax on (B)(4) 2012 and by phone on (B)(4) 2012. (B)(4).